Event description:
It was reported the patient had been using an accuvac to promote healing. The accuvac was positioned over the implantable neurostimulator site and the patient felt a vibration sensation in her upper body while using it. She stopped feeling it when she turned it off; at some point, the patient claimed she still felt it very slight after she turned it off. The patient experienced bloating and nausea. The patient was taking antibiotics due to her diabetes, pneumonia, and immune issues. In the past, the antibiotic, if strong enough, had caused nausea. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2002-(B)(6), product typ lead product ID 435135, serial# (B)(4), implanted: 2002-(B)(6), product typ lead. (B)(4).